Manufacturer narrative:
Updated information added to d9, h3, h4 and h6. This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation, and the legal manufacturer¿s final investigation. Despite good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024; sampling from: all channels; cfu: <1 cfu/endoscope; bacterial identification: n/a. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The growth of microorganisms was reported through culture testing by the user after reprocessing. However, when olympus culture was tested, after reprocessing in accordance with the instructions for use (IFU), and before repair, no bacteria were detected. The device was evaluated and no abnormalities were found that could have led to the reported event. The IFU warns of insufficient reprocessing by stating ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, during reprocessing, the colonovideoscope air channel tested positive for 60 colony forming units (cfus) of klebsiella pneumoniae and pseudomonas aeruginosa. The water channel tested positive for 25 cfus of klebsiella pneumoniae, enterobacter cloacae complex and pseudomonas aeruginosa. The distal end tested positive for greater than 100 cfus of klebsiella pneumoniae and pseudomonas aeruginosa. The operating channel tested positive for greater than 100 cfus of klebsiella pneumoniae, enterobacter cloacae complex, pseudomonas aeruginosa, and serratia marcescens. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.